Event description:
Two days after implantation of the ancure endograft, physician did an emergency angio and the graft was found to be occluded at the bifurcation. Graft explanted and pt converted to standard open repair.